Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma and lymphoma-alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was peri-prosthetic fluid, and lymphoma-alcl. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side alcl, seroma and pain. Diagnosis of alcl confirmed as pathology report noted the presence of ¿cd30 positive [and] alk1 negative.¿ healthcare professional additionally reported ¿tissue adhered to it¿ and "there was calcification present.¿ initial presentation of "swollen and painful right breast" was treated with anti-inflammatory medication, which settled the symptoms. Patient also underwent radiation, and chemotherapy following alcl diagnosis. Device was explanted.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.